Event description:
It was reported to philips that the wired foot switch was not working. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was completed as planned by using the wired footswitch. The remote service engineer (rse) assisted the customer to switch the fluoroscopy pedal functionality with the scialytic pedal temporarily as per customer request. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. To resolve the issue, fse replaced the broken wired footswitch and returned it to philips for further analysis. The analysis identified there was missing pedal and loose brackets in the wired footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using the wired footswitch without any delay. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.